Event description:
It was reported by service report that the nurse call cable was cut, exposing inner conductors. Customer reported it was unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Result - nurse call cable.